Event description:
It was reported that the device is displaying speaker malfunction- speaker without any function. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Reporter institution phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device is displaying speaker malfunction- speaker without any function. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.